Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported on (B)(6) 2019 the lens was explanted. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -1.0/+6.0/85 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced refractive surprise and loss of best corrected visual acuity (bcva). The lens remains implanted.

Manufacturer narrative:
Corrected data: conclusion: previous code is not applicable, this lens model is contraindicated in the presence of any of the following circumstances and/or conditions such as fuch's dystrophy or other corneal pathology. (B)(4).